Manufacturer narrative:
Since a product sample has not been returned and the lot number is unknown, we are unable to conduct an investigation and determine root cause related to this reported issue for this device. The investigation of a similar incidents have been evaluated and corrective actions were implemented as of january 31, 2007.

Event description:
The facility alleges the 2nd and 3rd skin staple jammed. The condition occurred during use. No patient injury or medical intervention was reported.